Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total b-hcg result on multiple patients. The results provided were: sid: (B)(6); initial total b-hcg=27.38 iu/l (>or= 25.00 miu/ml=positive)/repeated=2.71 iu/l (<or=5.00 miu/ml=negative)/ repeated=<1.2 iu/l (negative). Sid: (B)(6); initial total b-hcg=36.84 iu/l (positive)/repeated=<1.2 iu/l (negative) there was no reported impact to patient management.

Manufacturer narrative:
A search of complaints for architect total b-hcg assay, lot 12124ui00 identified no trends for the customer's issue. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of the complaint lot number. Trending review determined no trends for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In house sensitivity testing of panels was completed using a retained kit of lot 12124ui00. The overall performance of architect total hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect b-hcg assay, lot 12124ui00.